Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and (B)(6) 2009 and mesh and advantage were implanted. Dates not clarified. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence, menorrhagia, , endometrial polyps and cystocele and mesh was implanted. It was reported that the patient had a concurrent procedure of a hysterectomy, polypectomy and novasure ablation performed during mesh implantation. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.